Manufacturer narrative:
The ventricular assist device (vad) and outflow graft were not returned for evaluation. The reported low flow event was confirmed through log file analysis which revealed several decreases in power consumption and estimated flows starting on (B)(6) 2018 and 108 low flow alarms recorded since 22sep2018. Of note, it was reported that a computerized tomography (CT) scan revealed external compression of the outflow graft. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to constriction at the outflow graft, thrombus at the inflow cannula, and/or poor vad filling. Additional products: outflow graft 1001888252 device evaluated by MFR: yes , FDA method code(s): 4112, 4114 ,FDA results code(s): 213 ,FDA conclusion code(s): 4310. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced low flows. The site reported that computerized tomography (CT) scan of the pump revealed external compression of the outflow graft. The site confirmed outflow graft obstruction. The patient was taken to cath lab to stent the outflow graft on (B)(6) 2018. The pump is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ outflow graft, outflow graft / (B)(4) / model #: 1125 / catalog #: 1125 / expiration date: 2019-05-31 UDI #: (B)(4), mfg date: 2014-05-31, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced low flows. The site reported that computerized tomography (CT) scan of the pump revealed external compression of the outflow graft. The site confirmed outflow graft obstruction. The patient was taken to cath lab to stent the outflow graft on (B)(6) 2018. The pump is still in use. No patient complications have been reported as a result of this event.